Event description:
It was reported that the tip of the unit broke and fell into the patient. The tip was found in the filter of the fluid recovery system. The case was delayed 10 minutes to locate the tip.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Nonetheless, this condition is a known failure mode. The device history record of the reported part and lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process and/or misuse. In sum, the product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit broke and fell into the patient. The tip was found in the filter of the fluid recovery system. The case was delayed 10 minutes to locate the tip.